Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the bio-console base batteries were not charging. A backup device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Device evaluation summary: the reported issue that the batteries were not charging was verified during service. The service technician observed that the base charging led was flickering rapidly indicating a power supply failure. The issue was resolved by replacing the power supply. The batteries were replaced due to age, not failure. Preventive maintenance was performed per specifications. Note: the instrument was serviced in the facility by a field service technician. The instrument was not returned to medtronic for an alysis/service. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.